Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain and other non-malignant pain. It was reported that a power on reset (por) was observed. The por was cleared successfully which was noted to have resolved the issue. The patient was not intending to follow-up with any health care professional. No symptoms were reported. No additional information was available.